Event description:
It was reported that an asahi ultimatebros 3 guide wire had separated during a percutaneous coronary intervention (pci) to treat multiple chronic total occlusion (cto) in the unspecified coronary artery. When treating cto lesions, the guide wire broke off and it was unable to take it out by internal medicine, but by surgery. The separated part of the guide wire was surgically removed and the patient was treated with bypass surgery. The user facility refused to provide additional information.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). A 13cm long wire fragment was returned for evaluation. For approximately 5mm from the tip of the fragment was curved and widened coil pitch made by bending was observed at a few spots. The fracture end was located on the core shaft at approximately 12mm proximal to the solder that was set at 115mm from the tip. The coil remained in one piece. Observation by scanning electron microscope revealed that the fracture surface was uneven and multiple clefts were confirmed on the uneven fracture surface. Proximal to the fracture end, multiple cracks along the short axis were observed. These findings indicated that repeated bending stress had caused this core fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that repeated bending stress generated in attempts to cross the cto had most likely contributed to the observed fracture of the returned guide wire. The applied stress would be localize and therefore exceed the product design limit when the tip was being caught and restricted its free movement by the cto. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.